Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) eight times on the day of the event. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump error. The customer was not able to clear the error. The time clock was not visible on the screen. No harm requiring medical intervention was reported. A product return for mmt-1884 was requested and the customer responded that the pump would be returned.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on (B)(6) 2024 from 00:51:00.00 to 19:57:10.00, due to dried insulin in the motor slide, a corroded home switch and moisture damage on the motor. The pump was cut open to perform visual inspection. And found dried insulin on the motor slide, a corroded home switch and moisture on pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: broken belt clip rails, pillowing keypad overlay. Pump error 43 was confirmed, due to dried insulin in the motor slide, a corroded home switch and moisture damage on the motor. Exposed to moisture was confirmed, on pcba 1 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.